Event description:
It was reported that an external fluid leak was observed from the deaeration chamber of a prismaflex m150 set during continuous renal replacement therapy. The extracorporeal blood was returned to the patient and the set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.